Event description:
It was reported that this implantable pacemaker triggered a lead safety switch from bipolar to unipolar configuration, due to pace impedance measurement high out of range greater than 2,000 ohms. Technical services (ts) reviewed device report and noted very occasional pace impedance excursions over the last year. Ts discussed troubleshooting spring contact issue and programming options. Device reprogramming occurred for optimization. Patient monitoring to continue. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable pacemaker triggered a lead safety switch from bipolar to unipolar configuration, due to pace impedance measurement high out of range greater than 2,000 ohms. Technical services (ts) reviewed device report and noted very occasional pace impedance excursions over the last year. Ts discussed troubleshooting spring contact issue and programming options. Device reprogramming occurred for optimization. Patient monitoring to continue. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.